Manufacturer narrative:
(B)(4). The device has been serviced one time prior to this event. The device has not been previously sent into service for the reported condition of missing pole pad. During previous service on (B)(6) 2011 for re-certification, the pole clamp pad was replaced.

Event description:
The facility representative reported a colleague infusion pump with a missing pole pad. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction associated with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The condition of a colleague infusion pump with a missing pole pad was confirmed, but not duplicated during evaluation. The root cause was determined to be a missing v block friction pad. The v block friction pad was replaced to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted.